Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - it was reported that an increase of pacing threshold was observed via home monitoring. The lead was replaced. No adverse patient side effects were reported. Should additional information become available this file will be updated.